Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that in the connector module, the connector part was out of alignment. Difficulty was encountered when attempting to insert a known good lead into the connector port. Several of the weld pools on the connectors got stuck on the edge of the #0 connector of the ins depending on the orientation of the lead. The channel of the strain relief insert appeared slightly angled and did not align with the opening in the #0 connector.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0yafx, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacture representative reported the neurostimulator was blocking the entrance of the lead, which was only partially going in as it was obstructed "about halfway inside the grommet." Troubleshooting attempts included trying to loosen up the screw on the neurostimulator and using ky jelly for lubrication, but the lead was reinserted without success on both counts. A guide wire was inserted without success as well. The neurostimulator was replaced which resolved the issue. The patient was alive with no injury. The neurostimulator was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.